Event description:
It was reported to vyaire medical that this device was again used for patient transport and experienced an unexpected shutdown. Reset was sent to the display when the device was powered back on. No patient harm was reported as they were using nppv mode and the patient was given supplemental oxygen.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2008 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: findings/root cause: the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. The customer advised that the vent had a defective mainboard which he had in stock, and after replacing the defective mainboard, the vent functioned properly without any issues.

Event description:
Investigation was completed; however, no product was returned for investigation.